Event description:
Removal of pca cup and 32mm liner due to patient fall and movement of cup. Unstable hip required revision. New tritanium shell 58f and trident 10 degree liner 32f and 3 screws replaced acetabular components.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca cup approx 50mm. An evaluation of the device cannot be performed as the device was discarded by hospital and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.